Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the response button switch dome being missing. The cause of the inability to activate the monitor is the missing switch. The root cause of the missing switch cannot be positively identified. There was no adverse event that resulted from the damaged monitor.